Manufacturer narrative:
.

Event description:
The customer received question ion selective electrode (ise) results for one patient sample. Of the data provided, only the sodium results were discrepant. The initial result was 120 mmol/l and was reported outside the laboratory. The doctor called questioning the result so they repeated the same sample. The repeat result was 129 mmol/l. The customer ran the sample three more times with a result of 129 mmol/l each time. The customer created a corrected report. There was no treatment provided or withheld based on this result. There was no adverse event. The electrode lot number and expiration date were requested, but were not provided. The field service representative did not determine a specific root cause. The customer stated they think this was specimen related, but they were not sure. The field service representative replaced the pinch tubing, sipper tubing, sipper nozzle, reference electrode, and sipper seal. The customer ran calibration and qc and all results were within the specified ranges.

Manufacturer narrative:
A specific root cause could not be identified. Although it was noted the customer used a too short spin time, a pre-analytical root cause could be excluded as all three ise parameters would have been lowered or elevated by a pre-analytical issue. The investigation determined the repeat results recovered in the opposite direction from the initial results. Typical causes of this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode.